Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/30/2014 with the following findings: the complaint could not be duplicated with investigation. The pump powered on with audible tone, no vibratory alert function, and a blank display screen. Moisture was observed behind the display screen. The battery compartment was undamaged. A battery cap was not returned; a test battery cap was able to properly secure to the pump. A pump case crack was discovered; leak testing revealed a pump case leak. Moisture was observed on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a no-power issue with the pump with evidence of moisture behind the display. It was reported the battery cap contact spring was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.